Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. It was reported that the patient's blood glucose (bg) dropped very low from 280 mg/dl to 50 mg/dl within the span of an hour. After 8 minutes from the drop, the patient's bg dropped lower to 40 mg/dl. The patient's father called the doctor to seek advice and the patient went into a seizure. The patient's father administered a glucagon shot in the patient's leg and called 911. The patient was transported to the emergency room (ER) by the emergency medical technician (emt) and was given an intravenous (IV) drip. The patient was released from the hospital an hour later with no further medications or prescriptions administered. Additionally, it was reported that the patient experienced memory loss and did not recall the hypoglycemic event. At the time of contact, the patient was in stable condition. No additional or event information is available. Data was provided for evaluation. A review of the data log could not confirm the reported inaccuracies. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.